Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdomen pain, nausea and vomiting. The cause of the peritonitis was not reported. The same day as onset, the patient was hospitalized for the event. The patient was to be treated with unspecified treatment "after hospitalization." At the time of this report, the patient was not recovered. Physioneal therapy was discontinued the same day as onset of the event. Extraneal therapy was ongoing. The patient was planning to change therapy from continuous ambulatory pd to automated pd therapy. No additional information is available as the reporter declined to provide any further information.